Event description:
The report from the affiliate indicated that five (5) days after the index procedure the pt was discharged from the hospital. The pt received two (2) cypher stents during the index procedure. While pt was outside, pt fell down suddenly. Pt was rushed to a different hospital emergently where pt expired. No intervention or autopsy was done. This is being reported as a sub acute thrombosis (sat) death because the possibility of thrombosis. The physician's comments regarding the possible cause of the sat were the following: the first (1st) cypher 3.5/18 mm stent implanted in the left main trunk (lmt) proximal circumflex lesion was sticking out into the proximal left anterior descending (lad) so that during the inflation of the second (2nd) cypher 3.5/23 mm stent, the proximal strut of the cypher 3.5/ 18 mm stent interrupted the ostium of the proximal circumflex.